Event description:
During a premature ventricular contractions ablation procedure in the right outflow tract, a pericardial effusion occurred, not requiring any intervention to treat. While ablating, an error message on the generator appeared stating that the measured temperature was too high. Ablation was attempted again but the message reappeared. The catheter was exchanged, the issue was resolved, and ablation was completed successfully. However, at the end of the procedure while checking the heart using echocardiography, the physician noted a small pericardial effusion, no patient symptoms were observed. The specific location of the perforation is unknown. The patient was administered general anesthesia. The patient has been transferred to the cardiology service. The physician was not sure if that perforation is due to ablation. He was wondering if the perforation has occurred when he put the catheter in, maybe too high in the pulmonary artery and prior to the start of the mapping.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise, consistent with the reported generator error issue. The catheter met specifications during electrical testing, irrigation flow testing, and occlusion testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The identified device deficiency is consistent with a design related issue. The cause of the reported adverse event remains unknown.